Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer required corrective repair and the stylus tip and cursor did not align in all areas of the screen and calibration did not resolve the issue. It was noted that good parts were used and the touch controller board, liquid crystal display (lcd) display, main board, front plastic cover and the cable between the main board and the touch controller board were all replaced but the issue was unresolved. It was noted that the programmer would be scrapped due to the lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned for service and subsequently tested out of specification. There was no patient involvement.